Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving an insulin flow blocked alarm. Customer's blood glucose was 600 mg/dl. Troubleshooting was performed and occlusion was resolved with a complete set change. Customer no longer had products to return. Customer was advised to call back if issue persisted.